Manufacturer narrative:
(B)(4). Concomitant medical products: stem extension offset 12mm dia x 100mm length: catalog#00598802012, lot#62417397; articular surface with locking screw "size yellow/c d 14 mm height": catalog#00599403014, lot#60710452; femoral component option for cemented use only size d left: catalog#00599401491, lot#62498541; anterior femoral augment block precoat may be used with posterior and/or distal blocks size d not for screw usage: catalog#00599003431, lot#61518817; distal femoral augment block w/screw: catalog#00599003410, lot#62266192; prc agmt block dist sz d 5mm: catalog#00599003410, lot#62698363; stem extension offset long 13mm x 155mm length(combined length 200mm): catalog#00598802113, lot#62056904; all poly patella standard cemented size 29 mm diameter 8.0 mm thickness: catalog#00597206529, lot#62587983. Report source: foreign: (B)(6). Multiple reports have been filed for this event. Please see associated report: 0001822565-2021-03628. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a left knee revision surgery. Seven years post implantation, the patient was revised again for loosening of the tibial component. All implants were revised without incident. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Per package insert or product, loosening is a known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.